Manufacturer narrative:
(B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the physician docked the patient interface suction ring on the patient's eye and started ablation. During the surgery, suction declined. The physician immediately replaced the suction ring by a new one and restarted the surgery. As a result, the surgery was successfully completed. The physician destroyed the product each time and the lot number is unknown. No surgery delay or patient injury was reported. This report is one (1) of five (5).